Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received insulin pump error alarm. The customer¿s blood glucose level was 20 mmol/l. The customer reported high blood glucose level and crack behind the battery compartment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37, 38, or 130 noted during testing. The motor was tested outside of the device and passed. No unexpected pump error 23 noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked battery tube threads, cracked case behind the pump near the battery compartment, fading end cap address label, missing display window cover, and minor scratched lcd window.